Manufacturer narrative:
Additional information clarified that no intervention occurred related to this event. The event is reportable for malfunction. Information related to the lead explant and implant is related to manufacturer's report #2182207-2020-00038. Any additional information related to that event, will be submitted as a supplemental report to that manufacturer's report. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2020, product type: extension; product ID: 3387s-40, lot# unknown, implanted: (B)(6) 2020, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The physician decided to observe the condition of impedance. The result of impedance measurement several days later seemed to be lower than the intraoperative impedance, and the value was slightly stabilized. The previously mentioned lead explant and re-implant was not related to this event. The lead, extension and ins remain implanted and in use. No devices were explanted as a result of this event.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), UDI#: (B)(4). (B)(4) are associated with the lead. Method code, results code, and conclusion code are associated with both ins and lead. (B)(4) are associated with the ins and (B)(4) is associated with the ins. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after connecting the ins and the extension to the lead, the impedance was measured. The impedance of the electrode was close to 4000 ohms. The extension was disconnected and it was confirmed that no body fluid was adhered to the electrode part. The impedance was measured again after reconnection, but the same event occurred. Reconnection was performed following disconnecting the extension and the lead, but the event persisted. The cause of the issue may have been associated with the change of tissue in the brain associated with extraction and re-implantation of the lead. Components inside the lead were exposed by tunneling procedure of the lead. The lead was explanted and re-implanted on (B)(6) 2020. Additionally, the impedance of the ins was slightly low after reconnecting the extension and the lead after wiping off the adhered material. It was presumed that the problem might be with the surrounding tissue where the tip of the lead was placed. Because of the anticipation that the problem was with the surrounding tissue of the lead electrode, the wound was closed once and the impedance was to be measured again several days later. The issue was unresolved at the time of the report. Additional information was received, indicating the lead was removed on (B)(6) 2020. Indication for use is parkinson's disease.